Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, before the blade housing was connected to the handle housing, the blade could rotate. After they were connected, the blade did not rotate. The surgeon re-connected them several times. The surgeon felt it did not work properly. The surgery was completed with the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.